Manufacturer narrative:
Additional information: the field complaint of loss of communication was confirmed in the laboratory. Communication could not be established between the device and the programmer. The analysis indicated lack of communication was due to an intermittent connection of the negative battery connection to the hybrid through the 5-pin connector.

Event description:
During follow-up, the device could not be interrogated, so it was explanted and replaced. The patient's condition was stable following the procedure.